Manufacturer narrative:
The affected device is not yet returned to the distributor.

Event description:
A distributor reported an flow rate issue to zyno medical on (B)(6) 2018. The distributor received an email from the initial reporter on (B)(6) 2018, stating that the affected pump ran faster than what was programmed. The initial reporter stated that they had tested the pump to run 50 ml but it ran 57 ml. No medication information was available. No patient information was provided to zyno medical and no patient injury was reported.

Event description:
This is the follow-up report for the initially submitted MDR (3006575795-2018-00065). Zyno medical has received additional information on the affected device from the distributor representative on 10/26/2018. No medications were being infused and no patient was involved in this case. The issue was discovered during testing at the user facility.

Manufacturer narrative:
The reported over-infusion issue was confirmed. The flow rate accuracy deviation was found to be 8.76% which was outside of (B)(4) specification. The pump was tested and re-calibrated to meet full specifications on 11/14/2018. In addition, the device operator and event date information need to be corrected: the device operator occupation is IV technician. The initial reporter stated on 10/26/2018 that the issue was discovered 2 months ago.